Manufacturer narrative:
Two photos of the device and one product sample were received for investigation. During visual inspection, it was determined that the device sample did not correspond to the reported part number. As the reported device had not been received, the investigation could not confirm the reported issue, or assign a root cause. No lot number information was provided, therefore no review of manufacturing device history records could be conducted. As no manufacturing issues could be determined, no actions have been assigned at this time.

Manufacturer narrative:
Lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon on intubation probe constantly deflated. There was frequent but ineffective re-inflation. Patient involved, with desaturation and severe bronchial congestion. Extubating took place in a state of emergency.